Manufacturer narrative:
Date of death is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the stroke was first noticed on (B)(6) 2018, but it was unclear if it was related to the deep brain stimulator (dbs) device or therapy, but the hcp gave no information regarding the device information. According to the hcp the cause of the stroke was ¿? Implanted deep stimulator, history of stroke, hypertension, and coronary artery disease.¿due to the stroke the patient was hospitalized and died one week later from the stroke.

Event description:
Additional information was received from a manufacturer representative (rep). The rep inquired if the manufacturer had anyone that could look at a CT scan to determine if the lead caused patient's stroke. The rep was redirected to the health care professional (hcp) indicating the manufacturer does not have doctors that can look at lead position to determine if it caused a stroke. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient had a stroke from the left basal ganglia. They had an ins in the left thalamus. The physician interested if there were any case reports associated with the placement. The ins had been there for several years. There were no further complications reported.